Event description:
In 2007, nellcor received a report where it was claimed that, the connector of a 8fen tracheostomy tube "broke" during patient use. The caller reported that three additional patients experienced the same occurrence. Replacement of the tube was required in all cases. No further information regarding the additional occurrences was provided. Nellcor is attempting to gather further information.